Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and a patient regarding patient's implantable neurostimulator (ins) for spinal pain. It was reported that system was explanted due to not doing its job to control patient's pain. Patient indicated the scs system was explanted 3 years ago. The event date for not controlling pain was provided as 2014, system was explanted in 2017. It was unknown which hcp explanted the devices. No further complications were reported/anticipated.